Manufacturer narrative:
Medical intervention or additional hospitalization did not occur as previously reported. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown zimmer femoral, catalog #: ni, lot #: ni , unknown zimmer tibial tray, catalog #: ni, lot #: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03270, 0001822565-2018-03271, 0001822565-2018-03272. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that bilateral patient underwent left revision procedure and subsequently is now experiencing a 2 inch leg length discrepancy (left leg is shorter), pain, hot to the touch, a streak going down her shin and itching. Patient stated surgeon thinks she may be having allergic reaction to implants.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral, catalog #: 00599401491, lot #: 61252791, tibial component, catalog #: 00598800500, lot #: 63284705, stem extension, catalog #: 00598802014, lot #: 62248647, stem extension, catalog #: 00598801014, lot #: 62406101. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03270, 0001822565-2018-03271, 0001822565-2018-03272, 0001822565-2019-00241, 0002648920-2019-00036. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.